Event description:
Alleged event; the incident occurred during a laparoscopic gallbladder procedure in which the applier broke into 3 pieces and parts fell into the patient's stomach. All pieces were retrieved and removed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). There is no appropriate result code available. The device history review of the lot shows that the right material and components were used and that the instrument meets all specifications. The device was returned to the manufacturer and it was observed that the rivet of the jaw is broken and the pull rod is deformed. Functional testing was not possible because the device is broken. However, the root cause is likely due to overstressing of the instrument during use. Therefore no corrective action is required at this time. The manufacturer will continue to monitor and trend related events.